Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device found signs of repeated use and has a piece fractured off. The DHR was reviewed and no discrepancies relevant to the reported event were found. The device has a potential field age of 8 years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured during surgery. Attempts to obtain additional information have been made; however, no more is available.